Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with low, out of range right ventricular lead impedance. A device check performed last year also revealed right ventricular lead noise, which was resolved with programming changes. No resolution was performed for the impedance issue. The patient was stable.